Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A field service engineer (fse) went to site on 6/11/2014, to troubleshoot issue. It was found that 2 of the fuses needed to be changed out. Once swapped the imaging system was tested, it passed all testing and put back into use. Replacement fuses were sent to site, but no evaluation was completed as fuses were not returned to manufacturer. No further issues reported. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative called and stated the site's imaging system booted up fine but mobile view station (mvs) would not power on and the green power light was not lit. There was no patient present when this issue was identified.